Event description:
The pump reads disable vol emply tone when in actuality it disabled the near empty tone. It seems that the pump screen is not labeled correctly. The screen is misleading and does not indicate what the key really is doing.per the representative (smiths medical), you cannot disable the empty tone which the screen is indicating the way it is currently worded. The near empty tone is not activated in our library. That is something that can be set in the software/library that based on time. None of the profiles have that piece activated. This has been logged as a formal complaint at smiths medical. The syringe volume near empty tone is something new to medfusion 4000. It is something that is hard-coded into the pump and is not configurable in the library software. When you choose to disable vol emply tone, it actually disables the syringe volume near empty tone.this is an ongoing problem that this facility is experiencing with all of this manufacturer's medfusion 4000 pumps. The manufacturer has been notified but has not provided a solution to the problem. The manufacturer has recognized the problem exists.